Manufacturer narrative:
E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on 07may2024. The patient was stable, and the pump would be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist device (lvad), serial number (B)(6), confirmed driveline wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log files. The log file submitted by the account contained events from (B)(6) 2024 to (B)(6) 2024, per the timestamps. Pump stop events were observed on (B)(6) 2024 at 00:29:45 and 00:31:23 while the patient was supported by the mobile power unit (mpu). Several transient low speed advisories were also captured on (B)(6) 2024 and (B)(6) 2024. Power elevations above 10 watts were noted on (B)(6) 2024 and (B)(6) 2024. No other notable events were observed. (B)(6) was returned with the driveline (dl) severed approximately 3.5¿ from the pump housing. The remainder of the dl was returned, measuring approximately 32" from the controller connector (cc). The returned segment of the dl contained the site of a previous repair approximately 17 ¿ 19¿ from the cc. Also noted were multiple breaches of the outer jacket at approximately 2.5¿ and 15¿ from the cc. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires from the internal driveline revealed potential insulation breaches on all wires except the black wire at approximately 24" from the cc. The returned portions of the dl were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional wire breaches. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. If the exposed conductors of the wires contacted the braided shield while the system was operating on a tethered power source, the resulting of short-to-ground would have resulted in the low speed and pump stoppage events observed in the submitted log files. The relevant sections of the device history records for (B)(6) and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including speed, power, and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii left ventricular assist system patient handbook (rev. C) is currently available and contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured on (B)(6) 2024, 3 pump stops and 9 low speed operations. On (B)(6) 2024 power elevation above 10 watts was noted. This was thought to be due to potential issue with the percutaneous lead. In addition, on (B)(6) 2024, the log captured a no external power event that appeared to have been the result of the patient simultaneously disconnecting power from both system controller leads. X-rays were requested for review. Images were reviewed and did not show any areas of concern. Also, the patient¿s driveline was repaired on (B)(6) 2020. There was not enough room do perform a second repair. Reasoning for the elevated pump powers could not be identified. There were no patient symptoms. The patient was doing well and would likely go for a ventricular assist device (vad) exchange next week.